Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2016 with the following findings: visible moisture on display. Cover crack between corner of lens and case seal. Leak test failed due to cover crack between corner of lens and case seal. Opened pump, moisture corrosion found on pcb, motor assembly and battery assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The serial number for this pump is (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, there was moisture ingress present behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.